Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer administered a correction bolus of insulin to address high bg. The customer reverted to an alternate method of insulin therapy.